Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction reoccurs, which the caller understood.